Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The manufacturer has alleged stopped working and will not blow. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center stated that the complaint was confirmed. Additional findings included pca burned and the software on the device was up to date. The device was scrapped due to quality. There was no information about the product's return date and time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.